Manufacturer narrative:
The insulin pump was received with critical pump error open book however, critical pump error was able to clear using the back button and down button and booted up normally. The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 4 and 53 found in the pump history; unable to determine root cause per research and development. The insulin pump had scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.